Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the battery service error showed up on the site's system. The error was acknowledged and the case was continued. After the case, the manufacturer representative opened the self-test and could see the message that communication with the uninterruptible power supply (ups) was lost. The system was powered down, disconnected from the outlet and rebooted and the self-test communication lost message went away. The system is holding a charge. There was no delay to the procedure. No impact on patient outcome.